Manufacturer narrative:
The system is calibrated every 24 hours and qc is routinely run every 4 hours. Prior to this event qc results were within the lab's established ranges.a field service engineer (fse) decontaminated the system and replaced multiple parts.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel® dxc 800 pro synchron® clinical systems for multiple patients.the erroneous results were reported outside the lab.upon repeat higher results were obtained. Some of the reports were amended.the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.